Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) amia automated pd cycler sets leaked. This occurred during a training session, using a dummy tummy, with the patient for peritoneal dialysis (pd) therapy. The nurse stated that ¿the corner plastic was peeled and that was where the leaks were coming from¿. The location was further described as being on the flat side of the cassettes and it was the corner that was not rounded, located on the short edge of the other corner. The leaks occurred once the cycler door was opened. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one (1) actual sample was received for evaluation. A visual inspection with the naked eye noted a cassette sheeting separated from the corner of the molded cassette. The reported condition was verified. The cause of the condition was found to be due to the thermoform welding process during manufacturing. The remaining two (2) samples were not received; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.